Event description:
Caller reported that the insulin gauge was inaccurate. There was no adverse impact on the customer¿s blood glucose level. The customer successfully reloaded the same cartridge and resume insulin therapy.